Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported suture detachment was not confirmed as the device was returned with a posterior needle to cuff miss. The reported difficulty removing the plunger was not confirmed as a proxy plunger was inserted in the device and retracted without resistance noted. The reported difficulties appear to be related to interaction with the patient calcification and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional perclose proglide device referenced is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, there was resistance retracting the needle plunger of both proglide devices after deployment and while pulling the suture, it either broke or was "lost". The devices were removed and the sutures of two new proglide device were successfully pre-placed. The sheath was upsized to a 16f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.